Event description:
Patient presented initially in february 2003 with a "squeak" in their hip. Original surgery done in 1996, fine till this year. Surgeon noticed little on x-ray in february 2003. Patient re-presented in november 2003, x-rays demonstrated severe signs of wear. Patient was revised.